Manufacturer narrative:
The pump passed the sleep current test, active current test, and self test. Test p-cap locked properly into reservoir compartment during testing. No pump error 25 was noted during testing. Successfully downloaded history files and traces using thump software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to a j6 connector resistance issue. Pump alarmed a pump error 25 in the pump history files and traces on the event date of 30-jul-2024 at 16:00:00.000 and 20:00:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery cap contact missing, corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and keypad overlay texture damage. Pump error 25 was confirmed in the pump history files and traces due to a connector resistance issue (j6). Battery cap contact missing was confirmed during visual inspection. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 25. The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. And customer was able to clear alarm and complete rewind, but troubleshooting did not resolve issue. No harm requiring medical intervention was reported. The customer will discontinue to use the device. And mmt-1884 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.